Event description:
It was reported that the patient experienced a syncope episode on (B)(6) 2012. On (B)(6) 2012, stored egms showed atrial noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.